Event description:
Invalid result(s). The customer stated, "these covid flu a/b tests seem accurate enough. I feel like the line should have been darker and would have been on other tests, but it was still a line. I did have one test that was invalid, I do not believe it was user error, but I had quite the fever, so it very well could have been something I did wrong. And I would argue these tests ought to be fever proof as the intended target likelt have a fever. These tests are easy to use. The directions are quite specific but easy to follow. I appreciate that this is a cassette type test. Pros: easy to use with the included instructions cassette type test results in 15 minutes reasonable sized nose swabs 5 in one pack affordable price for 5 combined tests cons: one test came up invalid.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.